Event description:
It was reported that the cassette leaked following the completion of compounding. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to leakage at the internal bag seam the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation could not determine a root cause for the observed issue. Complaint information will continue to be monitored.